Manufacturer narrative:
(B)(4). This lot was manufactured from june 26, 2014 ¿ june 27, 2014. Evaluation summary: the device was received for evaluation. During visual inspection the blue winged luer cap was observed to be separated from the device and loose in its package. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged cap of a large volume infusor was loose in the packaging. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.